Event description:
Patient reported they provided a letter from their dentist. In the letter, the dentist stated at the patient's evaluation the findings include: normal soft tissues, healthy periodontium, no decay or restorative problems. Class 1 molar and canine relationships, 3mm overjet, 3mm overbite. Maxillary teeth form a rounded arch. Mandibular arch form is more "v" shaped 22-27 are almost in a straight line, not a rounded arch. Teeth 21-28 exhibit mobility. Curve of wilson is inverted, a negative smile line. The upper incisors do not follow the contour of the lower lip when smiling. The concern for the patient's dental health lies mostly with their mobile lower teeth. Their orthodontic position appears unstable, incomplete, informed patient to seek an evaluation with a local orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.